Event description:
Bosont scientific was initially notified that matrix standard-3d coil bunched out in the catheter and the physician could move the coil out of the catheter. No complications with the pt were reported to have occurred as a result of this event.